Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an unknown procedure the dual stopcock sheath 5.9mm x 30 deg x 167mm (mitek lock) and the obturator with button top for 5.9mm sheath 167mm (mitek lock) bent. The complaint device was received for evaluation. Upon visual inspection of the obturator, it could be observed that the obturator is in good shape, no structural anomalies could be found. The obturator shaft was inspected for bendings with a steel ruler, the shape of the device is straight, no anomalies were found. The obturator was introduced inside the sheath and it could not run freely through the sheath due to the bent sheath¿s shaft. A manufacturing record evaluation was performed for the finished device 1487384 number, and no non-conformance were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The root cause can be attributed to the bent sheath's shaft, when inserting the obturator, it needs more force to insert it into the sheath, which can give the idea that the obturator is bent. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the obturator device was bent. Another like device was used to complete the procedure. There were no patient consequences or surgical delay reported. No additional information was provided.